Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for evaluation. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The stent was damaged at the proximal end. Struts on the most proximal row had been lifted and bent in the direction of the proximal markerband. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that crossing difficulties was encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. Following predilation with a 2.75x15mm non-bsc balloon catheter, a 4.00x20mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The lesion was predilated again and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed proximal stent damage.